Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The device was not explanted from the patient and still remains implanted. Therefore the product was not returned. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
A doctor of ophthalmology reported a patient with increased intraocular pressure approximately two years following the placement of a glaucoma filtration device. Massages and needling were performed in attempt to resolve the issue, but the bleb remained flat. The device was suspected to be clogged. The device was not explanted and still remains in the eye. Additional information has been requested.